Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of difficulty closing a transfer set. The root cause was a broken occluder foot. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
Baxter reported a transfer set that would not close well. No patient injury or medical intervention was reported.